Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the corrosion in device. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, and no visible foam particles were observed and corrosion in the device was found. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.